Event description:
It was reported that a 2.50x15mm tenku balloon catheter advanced to an unspecified lesion containing no calcification, without reported issue. After the first inflation, the balloon appeared fuzzy. During the second balloon inflation, at nominal pressure, it was noted that the balloon ruptured. Another 2.75x15mm tenku balloon catheter was used without reported issue. There were no adverse patient effects and there was no clinically significant delay due to this. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.